Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information requested and the following response received on (B)(6) 2011: the knife broke from the device before use. Since the nurse noticed that situation before use, no parts of the device fell into patient. The surgeon used another reload to complete the case. The analysis results showed that one reload was received fully loaded with staples and with the knife in good visual condition; in addition, the anvil and washer were detached, making the reload non-functional. It should be noted that to reload the device, insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the component of this product was broken into two pieces before being used on patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient.